Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# va088yp, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. The patient had spoken to a nurse on (B)(6) 2014.

Event description:
It was reported the patient was hiking at high altitude (5000-9000ft) about a month prior and they were going to the bathroom all the time. It was like the patient ¿did not have therapy.¿ when the patient was in the plane, they did not have or notice a return of symptoms. The patient was inquiring if the pressurization in a cabin could cause a return of symptoms. As of the day of the call, the patient was trying to change settings, but could not and was getting an ¿icon¿ message. It was determined therapy was off. The patient had reportedly been trying for about a half hour to change programs and did not realize they had turned stimulation off. Stimulation was turned back on and increased to 1.1v on program 2. The patient accidentally increased to 1.4v and that was the reason ¿it was crazy¿ and they decreased it back to 1.1v. Additional information has been requested, a follow up report will be sent if additional information is received.